Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized and has been getting a no delivery alarm on their insulin pump. The customer's blood glucose level was not recorded. The caller was the nurse but the patient could not be reached at the moment to trouble shoot the issue. No further information was provided.